Event description:
It was reported that during a da vinci si hysterectomy procedure, broken wires at the distal end of the maryland bipolar forceps instrument were noted. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that both pitch cables are broken at the distal clevis hub. The cable segments that contains the crimp are still installed in the clevis. The clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. Additional observation not reported by site is tube damage. The distal end of the main tube has various scratch marks with light material removal. Scratches are .100 - .180 in length and not aligned with the tube axis. Evidence was not conclusive, but damage may have been caused by mishandling/misuse. There was one use left. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. Based on this, no additional follow up is required. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.